Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the motor error alarm did not clear. The customer's blood glucose level was unknown. The customer reported that the insulin pump rewind itself over and over. The customer also reported that the insulin pump was exposed to the magnetic field. The device will not be returned for analysis.